Manufacturer narrative:
As reported, the patient developed hives post implant of phasix st mesh. Photos provided show a red rash/reaction on the patient's abdomen, back and leg. As reported the patient has a doxycycline allergy (hives). Per the instructions-for-use (IFU), supplied with the device ¿mesh manufacture involves exposure to tetracycline hydrochloride and kanamycin sulfate. The safety and product use for patients with hypersensitivities to these antibiotics is unknown. Use of this mesh in patients with known allergies to tetracycline hydrochloride or kanamycin sulfate should be avoided.¿ the patient is currently being evaluated by her doctors to determine what may have caused this reaction. Based on the information provided at this time, no definitive conclusions can be made. Allergic reaction is listed in the adverse reactions section of the IFU, identifies allergic reaction as a possible complication. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 117 units. Note, the date of event is considered to be a best estimate as (13-feb-2025) based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported the patient underwent a paraesophageal hernia repair on (B)(6) 2025 with the implant of a phasix st mesh. Post implant the patient is experiencing full body hives. Patient is currently undergoing a dermatology and allergy work up.